Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, pelvic pain, uterine fibroids and adhesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injured/ severe physical injuries"). The patient was treated with surgery (salpingectomy and right ovarian cyst). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and injury outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered injury to be related to essure. The reporter commented: per mr: the number of expanded coils that appeared trailing into the uterine cavity was 0. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. Despite multiple attempt I was unable to insert more than 7-8 coils into the r tubal ostia. The number of expanded coils that appeared trailing into the uterine cavity was 14. She tolerated the procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one was described in patient's medical record: medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. New event - medical device removal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, pelvic pain, uterine fibroids and adhesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injured/ severe physical injuries"). The patient was treated with surgery (salpingectomy and right ovarian cyst). Essure was removed on (B)(6) . At the time of the report, the medical device removal and injury outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered injury to be related to essure. The reporter commented: per mr: the number of expanded coils that appeared trailing into the uterine cavity was 0. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. Despite multiple attempt I was unable to insert more than 7-8 coils into the r tubal ostia. The number of expanded coils that appeared trailing into the uterine cavity was 14. She tolerated the procedure well, stating she had only mild cramps at most diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative concerning the injuries reported in this case, the following one was described in patient's medical record: medical device rmoval. Most recent follow-up information incorporated above includes: on 26-jun-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.